Event description:
A customer contacted beckman coulter inc. (Bci) stating they had a modular chemistry (mc) probe obstruction device that was leaking liquid. No injury was reported.

Manufacturer narrative:
The customer was provided with a replacement. There were no further complaints from this customer.